Event description:
It was reported that pump displayed malfunction alarm code 16 that could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump was under warranty, arranged shipment of replacement pump, instructed customer to place pump in storage mode before return, and requested return of malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.